Event description:
Patient representative reported right-side "intense muscular pain and mammary discomfort, varied inflammation, polyarthralgia, chronic fatigue, fibromyalgia and, consequently, decreased vitality." Physician identified "capsular contracture and signs of granuloma." The recall was mentioned. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events granuloma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade not specified, granuloma.